Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. Device had cracked reservoir tube lip and minor scratched or worn display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and peeling lcd insulin pump screen. The customer had symptoms such as nauseaus, thirsty, fatigue and was treated with pump. Customer's blood glucose value was 298 mg/dl at time of incident. Customer's current blood glucose value was 274 mg/dl. Customer stated that they gave bolus for meal and was in the 300's mg/dl and 400's mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer declined to perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.